Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 56-364 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged battery gauge issue could not be verified. The information will be used for tracking and trending purposes.